Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was to treat two vessels in 2008. The first lesion treated was in the distal right coronary artery (rca), which was pre-dilated and a 3.5 x 15mm xience v stent was implanted. Then pre-dilatation was performed in the mid rca lesion and a 3.5 x 18 mm xience v stent was deployed. The proximal rca was also directly stented with a 4.0 x 18 mm xience v stent. At approximately 36 days later, the pt had a second procedure to treat the mid left anterior descending artery (lad) lesion and after pre-dilating the lesion, a 3.5x18mm xience v was implanted. No procedural complications were noted during either procedure. However, on 07/06/2009, notification was received via the pt's sponsor that the angina questionnaire (saq) was returned because the pt died. No other event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - death is listed in the IFU as a known potential adverse event associated with coronary stenting procedures. There was no report of any product malfunction that cold have contributed to the death. Although, there is no indication of a product deficiency, a cause for the reported pt effect, and the relationship to the device, if any, cannot be determined. Direct stenting was performed with the 4.0x18mm xience v stent. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The other three xience v stent indicated in b5 and d11 are being reported under this MDR #.